Event description:
It was reported to covidien that an rt was unable to ventilate pt. When pedicap was removed, pt became easy to ventilate. No reported ill effects to pt. No reported injury to pt.

Manufacturer narrative:
The lot number of the pedi-cap is unk. It is not known if the pedi-cap used was one of the recalled lots.